Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. All control buttons on the front panel were verified to function. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel lights were flashing on the front panel and the turret was stuck. This report is submitted due to the reported malfunction of front panel lights were flashing on the front panel. The problem, as reported to olympus, was identified during installation. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the front display was acting up due to faulty main printed circuit board. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.